Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Health care professional reported the patient was having intermittent issues when connecting to the device and had a possible broken lead. No further complications reported/anticipated.